Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I for a 51 year old male. The sample was repeated using peg precipitation with lower results. The following results were provided (reference range =34.2 pg/ml): sid (B)(6), initial troponin result= 426.99 pg/ml; repeat result= 414.01 pg/ml; repeat result using peg precipitation= 1.44 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98, troponin-I stat high sensitivity, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.